Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance in resetting the pump, yet the malfunction persisted, leading to the decision to replace the pump. Technical support arranged for a replacement pump with updated software and provided instructions for using and returning the old pump. The customer was informed about the replacement process and agreed to return the defective pump.